Manufacturer narrative:
The company rep examined the system and the reported event was replicated. The company rep cleaned the ultrasound (u/s) controller printed circuit board (pcb) contacts to resolve the reported event. The company rep found an unreported non-conformity, the system displayed system message (sm) -vent valve failed closed. The company rep replaced the solenoid spacers to resolve the system message displayed. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of the system log confirmed the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event can be attributed to the insufficient contacts of the u/s controller pcb. (B)(4).

Event description:
A customer reported that the handpiece did not perform during the procedure. The handpiece was exchanged and the procedure was completed with no harm to the pt.